Manufacturer narrative:
The device was not made available for evaluation and the device lot number is not available. Root cause is unable to be determined. If any relevant, additional information is provided, a supplemental report will be submitted.

Event description:
A review of clinical study data found a report of 4 bones that had hypertrophic changes at the male-end locking screws of a precice stryde system. It was noted that these were radiographic findings only and not clinical. No revision information was provided. No patient impact was reported.